Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician suspects damage to the subject lead. Reportedly, ventricular noise oversensing had been infrequently observed about one year before. Ventricular noise oversensing became frequent starting around may 2021 with the patient becoming symptomatic. The past regular pacemaker checks had not shown any abnormalities in the ventricular lead impedance or ventricular threshold. On (B)(6) 2021, the replacement procedure was performed. No abnormal ventricular lead impedance or ventricular threshold was still shown on the pre-operational pacemaker check. After the petite 58erb lead was extracted from the patient's body, a new ventricular lead was successfully implanted. After the new ventricular lead and the existing atrial lead were both connected to the new pacemaker, the procedure was completed without any problems.

Event description:
The physician suspects damage to the subject lead. Reportedly, ventricular noise oversensing had been infrequently observed about one year before. Ventricular noise oversensing became frequent starting around may 2021 with the patient becoming symptomatic. The past regular pacemaker checks had not shown any abnormalities in the ventricular lead impedance or ventricular threshold. On (B)(6) 2021, the replacement procedure was performed. No abnormal ventricular lead impedance or ventricular threshold was still shown on the pre-operational pacemaker check. After the petite 58erb lead was extracted from the patient's body, a new ventricular lead was successfully implanted. After the new ventricular lead and the existing atrial lead were both connected to the new pacemaker, the procedure was completed without any problems.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report.